Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #k91t8x. The device was returned with the upper jaw detached and not returned. In addition, the top of the I-blade upper tip was broken off and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw and I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an unknown procedure the I-bade broke off outside the patient. No further info were provided. Another like device was used to complete the case. No patient consequences.